Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. The pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. No damages were observed that would contribute to the reported event. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula observed to be kinked. Fluid flowed through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6.. Smartphone operating system: 18.3. Smartphone hardware: iphone17.2. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod communication error while wearing the pod.